Manufacturer narrative:
The t12 lead is not reportable as surgical intervention addressed the issue by only revising the t11 and l1 vertebral level leads. The t12 lead remains implanted and has not attributed to the issue addressed in this record.

Event description:
The t12 lead is not reportable as surgical intervention addressed the issue by only revising the t11 and l1 vertebral level leads. The t12 lead remains implanted and has not attributed to the issue addressed in this record.

Manufacturer narrative:
It was initially reported that the patient's l1 vertebral level lead was found to have exposed wiring. Further follow up revealed that the explanted l1 vertebral level lead had no issue of exposed wiring. Exposed wiring was found on the replacement lead prior to implantation. The replacement lead was discarded accordingly.

Event description:
Related manufacturer reference number 1627487-2019-08495; related manufacturer reference number 1627487-2019-08492; related manufacturer reference number 1627487-2019-08494. It was initially reported that the patient's l1 vertebral level lead was found to have exposed wiring. Further follow up revealed that the explanted l1 vertebral level lead had no issue of exposed wiring. Exposed wiring was found on the replacement lead prior to implantation. The replacement lead was discarded accordingly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-08492, related manufacturer reference number 1627487-2019-08494, related manufacturer reference number 1627487-2019-08495. It was reported that the patient was experiencing high impedance and a shocking sensation. Surgical intervention took place (B)(6) 2019 to revise the leads at the t11 and l1 vertebral levels. During the procedure, the lead placed at the l1 vertebral level was found to have exposed wiring and was explanted and replaced. Surgical intervention resolved the issue.